Manufacturer narrative:
A comprehensive investigation could not be carried out due to insufficient information. Lot/sn of the complained product was not provided, and no supporting documentation images or videos was made available. Consequently, batch verification, technical investigation, and medical assessment were not possible. No definitive root cause can be identified based on the available information. Av block is a well-known side effect of the implantion.

Event description:
We were informed about an event that initially, the subject occluder (24 mm) was placed for the patient's asd (defect size: 24 mm x 16 mm). However, since complete av block occurred immediately after placement, the device was retrieved and replaced with an amplatzer septal occluder (22 mm) to complete the procedure. Complete av block occurred again 12 hours after the procedure; therefore, the device was retrieved. During retrieval, compression of the coronary sinus (cs) was observed.